Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. 20240921) for female sterilisation. The patient had a medical history of leiomyoma, breast biopsy, thyroidectomy and ovarian cyst on (B)(6) 2023, leiomyoma, vitamin d deficiency, thyroid nodule, colon cancer, ovarian cancer, breast cancer, normal delivery (live child), abortion, parity 3 and multi gravida in 2011. Previously administered products included: ibuprofen, ibuprofen and levothyroxine. Concurrent conditions were listed as uterine fibroids and dysmenorrhea since (B)(6) 2023, menorrhagia, alopecia, hashimoto's thyroiditis and hypothyroidism since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4248 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: left 5 coils. Right 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: findings: there are bilateral essure devices in place. The proximal ends of the inner coils are at the uterotubal junctions. The tubes appear to be occluded at the uterine cornua impression: bilateral essure devices in place with satisfactory positioning and occlusion. [Pathology test] on (B)(6) 2023: specimens: uterus cervix bilateral fallopian tubes gross description: segments of essure coil are present at both cornu. The fallopian tubes are fimbriated and pink tan. The 7 cm fallopian tube has a 1 cm clear fluid-filled paratubal cyst. Microscopic diagnosis: uterus with cervix, and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: - unremarkable cervix. Endometrium: - benign proliferative-type endometrium. Myometrium: - multiple leiomyomas (up to 4 cm in greatest dimension). - adenomyosis myometrium: - multiple leiomyomas (up to 4 cm in greatest dimension). - adenomyosis [ultrasound scan] on (B)(6) 2023: uterine fibroids. Uterus measures 11.7 x 5.8 x 8.1 cm. Additionally, there is a simple 1.8 cm cyst of the ovary. Lot number: 20240921, manufacture date:2010-01, expiration date:2013-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. 20240921) for female sterilisation. The patient had a medical history of leiomyoma, breast biopsy, thyroidectomy and ovarian cyst on (B)(6) 2023, leiomyoma, vitamin d deficiency, thyroid nodule, colon cancer, ovarian cancer, breast cancer, normal delivery (live child), abortion, parity 3 and multi gravida in 2011. Previously administered products included: ibuprofen, ibuprofen and levothyroxine. Concurrent conditions were listed as uterine fibroids and dysmenorrhea since (B)(6) 2023, menorrhagia, alopecia, hashimoto's thyroiditis and hypothyroidism since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4248 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: left 5 coils right 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram]. On (B)(6) 2011: findings: there are bilateral essure devices in place. The proximal ends of the inner coils are at the uterotubal junctions. The tubes appear to be occluded at the uterine cornua. Impression: bilateral essure devices in place with satisfactory positioning and occlusion. [Pathology test] on (B)(6) 2023: specimens: uterus cervix bilateral fallopian tubes. Gross description: segments of essure coil are present at both cornu. The fallopian tubes are fimbriated and pink tan. The 7 cm fallopian tube has a 1 cm clear fluid-filled paratubal cyst. Microscopic diagnosis: uterus with cervix, and bilateral fallopian tubes, hysterectomy with bilateral. Salpingectomy: cervix: - unremarkable cervix. Endometrium: - benign proliferative-type endometrium. Myometrium: - multiple leiomyomas (up to 4 cm in greatest dimension). - adenomyosis myometrium: - multiple leiomyomas (up to 4 cm in greatest dimension). - adenomyosis [ultrasound scan] on (B)(6) 2023: uterine fibroids uterus measures 11.7 x 5.8 x 8.1 cm. Additionally, there is a simple 1.8 cm cyst of the ovary. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.